Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, severe central regurgitation was observed, requiring a valve-in-valve intervention. After valve the initial valve deployment, post-dilation was performed. As the sinotubular junction was narrow, post-dilation was attempted on left ventricular side. However, as the balloon moved toward the aortic aorta, it was deflated immediately before valve frame. There was no rapid pacing issue. Post-dilation was again performed on left ventricular side with 1 ml less than nominal volume. An echocardiogram showed severe central regurgitation with hypotension 50/20 mmhg. As a bailout, tav-in-tav was performed. The blood pressure decreased slightly, but hemodynamics were stable. The procedure was completed with no intervention. According to the physician, thv leaflet on lcc appeared to be torn. Per follow-up communication, the post-dilation was done with the commander delivery system balloon. Root cause of the torn leaflet was unavailable. The systolic blood pressure after the second valve deployment was approximately 60 mmhg. Then, over time, the blood pressure returned to 100 mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, and additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, central regurgitation and leaflet tear could not be confirmed, due to unavailability of medical records or imaging. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'post-dilation was performed. As the st junction was narrow, post-dilation was attempted on left ventricular side. However, as the balloon moved toward the aortic aorta, it was deflated immediately before valve frame. Rapid pacing was no issue. Post-dilation was again performed on left ventricular side with 1 ml less than nominal volume. An echo showed severe central regurgitation with hypotension 50/20 mmhg. As a bailout, tav in tav was performed. Slightly, the blood pressure decreased, but hemodynamics was stable. The procedure was completed with no intervention. According to the physician, thv leaflet on lcc appeared to be torn. The valve remained implanted in the patient and would not be returned for evaluation. As per fu, the post dilation was done with the commander delivery system balloon. Root cause of the torn leaflet was unavailable.' In this case, it is possible that the valve was over-expanded or stretched during the post-dilations, resulting in the reported leaflet tear. As such, available information suggests that procedural factors (post-dilation) may have contributed to reported event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, the 'lcc side of the leaflet appeared torn', which could lead to suboptimal valve leaflets coaptation, resulting in central regurgitation as reported. As such, available information suggests that procedural factors (leaflet tear) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.